Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had migrated and impedances. The patient underwent a scs paddle lead replacement and the explanted device was disposed of by the facility. No further information has been obtained.